Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed the catheter was separated in two sections. The device presented the ro band detached from the extrusion; in addition the heat shrink and the stopcock were not present. The device presented with body residues along the entire body. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification of this investigation is manufacturing issue as the ro marker was not bonded to the shaft of the catheter. (B)(4).

Event description:
It was reported that during an unspecified procedure, a catheter break occurred. The flexima catheter was advanced to an unspecified location. Under fluoroscopy, before the beginning of the procedure, the catheter appeared broken in correspondence to the radiopaque marker representing the last drainage hole. The distal extremity of the catheter was maintained in the transanastomotic location with the help of the catheter internal thread, and was removed using other unspecified devices. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an unspecified procedure, a catheter break occurred. The flexima catheter was advanced to an unspecified location. Under fluoroscopy, before the beginning of the procedure, the catheter appeared broken in correspondence to the radiopaque marker representing the last drainage hole. The distal extremity of the catheter was maintained in the transanastomotic location with the help of the catheter internal thread, and was removed using other unspecified devices. No further patient complications were reported and the patient's status is stable.